Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 26 months ago. Vessel morphology currently was reported as 90 degrees aortic neck angulation. A recent follow-up CT demonstrated that the stent graft has migrated 18 mm distally with no evidence of a type I endoleak. The physician placed an aneurx aortic cuff and the area between the stent graft and the renal artery. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation: results: migration, 90 degrees aortic neck angulation. Conclusion: 90 degrees aortic neck angulation.